Event description:
It was reported that the anesthesia workstation had a gas module failure. There was no patient harm. Manufacturer's reference #:(B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. It was clarified that the service order was opened by mistake. There was no sign of trouble or any deviation of specification with the device itself. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/12/2017; corrected manufacture date: 12/13/2017. H3 other text: 4117.